Manufacturer narrative:
H6: code applies to the leads. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported to the rep on (B)(6) 2020 that x-rays confirmed that one of the patient's leads had migrated out of the epidural space. The cause of the migration was not known. The manufacturer representative (rep) reprogrammed using the second lead on (B)(6) 2020, which successfully gave the patient good therapy; issue was resolved. Surgical intervention was not planned or scheduled. No symptoms were reported.

Event description:
Additional information received from the consumer via the manufacturer representative reported that they would be having a lead revision and stimulator replacement in the coming weeks but it had not yet been scheduled.

Manufacturer narrative:
Continuation of d10: product ID 977a160, lot#/serial# (B)(6), implanted: (B)(6) 2019, product type lead. Product ID 977a160, lot#/serial# (B)(6), implanted: (B)(6) 2019, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial#: (B)(4), implanted: (B)(6) 2019. Product type: lead. Product ID: 977a160, serial#: (B)(4), implanted: (B)(6) 2019. Product type lead. Other relevant device(s) are: product ID: 977a160, serial/lot #: (B)(4) ubd: 14-nov-2021, UDI#: (B)(4) ; product ID: 977a160, serial/lot #: (B)(4), ubd: 15-jun-2021, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they have an unusual tingling and pain where the implantable neurostimulator (ins) and leads are, that they noticed the day prior to the report. They also stated that in (B)(6), they noticed their back has been hurting in areas where they didn¿t used to have pain. The patient mentioned that their pain is usually in their lower back and hips. They mentioned that they were tested for a uti and kidneys as the pain was around that area. They added that they have 3 groups but the symptoms did not improve, and group c was worse while they were sitting, and the symptoms seemed worse while standing with the other groups. The patient noted that they turned off the stimulation, which did improve their symptoms. They mentioned that they thought their lead wires were ¿flatter¿ and feel like they may be ¿sticking out¿ more. The patient stated that they are not aware of any contributing factors. The patient was redirected to their healthcare provider. Additional information was received from the consumer via manufacturer's representative. It was reported that the patient suddenly stopped feeling stimulation in back and legs. The only presence was a shocking/ burning around battery site and leads. Patient does not recall falling or anything that would have caused a change in stimulation distribution. The rep interrogated the device, checked connections and impedances within normal range. No presence of oor. Tested both leads, using different electrodes and adjusting ps and hz all of which produce the same sensation at the battery/ ins site. Issue not resolved at this time.